Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are 36 units in stock in b. Braun surgical's warehouse. We have received 26 closed samples for analysis. Needle attachment strength results conducted on the closed samples received are 0.46 kgf in average and 0.18 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The customer has reported that the connection between the needle and the thread is weak. This occurred prior to use.